Manufacturer narrative:
Adaptor: model: 64001, lot# n246544, implanted: (B)(6) 2010, explanted: unk; lead: model: 3389s-40, lot #v777090, implanted: (B)(6) 2011, explanted: unk; lead: model: 3389s-40, lot #v777090, implanted: (B)(6) 2011, explanted: unk; extension: model: 37085-60, (B)(4), implanted: (B)(6) 2011, explanted: unk; extension: model: 37085-60, (B)(4), implanted: (B)(6) 2011, explanted: unk; programmer: model: 37642, (B)(4).

Event description:
Follow up information received attributed the event (twisted extensions) to the patient's "twiddling". On (B)(6), 2011, the patient underwent a revision and a replacement of the extension. It was noted that one of the wires had come out of the neurostimulator. The patient outcome was reported as recovered without sequelae. If additional information is received, a follow up report will be sent.

Event description:
It was reported that the patient had low impedances on their implanted neurostimulator system. Impedances were measured below 250 ohms on all electrode combinations (both unipolar and bipolar configurations) except electrode #0 and the device case. Per x-ray, the extensions appeared twisted and that the neurostimulator had flipped several times in the pocket. The patient was going to have exploratory surgery to correct the issue. Additional information was requested and a follow up report will be sent if obtained.